Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into comm loss multiple times with all the devices it was monitoring. No consequence or impact to the patients were reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: comm loss x 4 @ 07:02, 07:03, 08:51, and 17:08. Approximate age of device. No serial number was provided, so the age of the device is unknown

Event description:
The customer reported that the central nurse's station (cns) went into comm loss multiple times with all the devices it was monitoring. No consequence or impact to the patients were reported.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss multiple times with all the devices it was monitoring. No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019 , customer at (B)(6) partners reported the following issue: comm loss x 4 @ 07:02, 07:03, 08:51, and 17:08. This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019 with the cns (pu-681ra sn: not provided). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result: there was a documented incident in which the cns was reported to have communication loss. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The customer was not willing to provide further information. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause. The following fields contain no information (ni), as the hospital will not be providing any additional information regarding the event: serial number, concomitant medical products, approximate age of device. No serial number was provided, so the age of the device is unknown, device manufacturer date. Additional information: date of this report, date user facility/importer became aware of the event, type of report, date report sent to FDA, date report sent to manufacturer, date received by manufacturer, type of report, if follow-up, what type? Device evaluated by manufacturer, event problem and evaluation codes, additional manufacturer narrative.